Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). Date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they fell on the device about a week and a half ago. Patient said the ins site swelled up. Patient said it feels like the device "unraveled" and grew like 4 inches. Patient said the lead is also sticking out at the bottom of their spine. Patient said the ins is probably depleted because they haven't felt stim in a long time. Patient said they fall a lot because they are blind in one eye and can't see very good. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.